Manufacturer narrative:
(B)(4). Evaluated 1 open/used partial reservoir. Performed visual inspection and found snap-cap, septum, plunger and transfer guard missing from reservoir. Unable to pre-fill.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged reservoir cap and the reservoir was leaking. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.